Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2367, this system error occurred during dwell 5. The technical service representative (tsr) assisted the home patient (hp) to cycle the machine. The tsr checked the alarm log and found a system error 2240 (air in line). The tsr instructed the hp to end therapy for the night and let his nurse know of the air in his lines. The tsr assisted the hp to end therapy. The hp would complete a manual drain. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2012. The patient stated the following: the cause was unknown and therapy had been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.